Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort at the pocket as a result of a non-device related fall. The physician relocated the pocket site to a more comfortable position and elected to replace the ipg. The patient had reported difficulty charging and the ipg was in hibernation. The patient was reportedly doing well following the procedure.